Manufacturer narrative:
Additional information was received on 1/6/2020. The implant date was clarified to be (B)(6) 2015. The device was explanted on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Additional information was received on 1/27/2020. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 525cc saline prostheses was performed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(6), and no non-conformances related to the reported complaint were identified. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was returned to the failure analysis lab on 2/5/2020. The investigation of the returned device was completed by the failure analysis lab on 2/11/2020. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device two creases were found on the posterior view. Leak testing revealed a tear measuring approximately 0.2 cm within the crease. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis experienced slow spontaneous right sided deflation post procedure. The patient received an official medical diagnosis for the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.